Event description:
It was reported that seven years after placement in 2013, the artificial urinary sphincter balloon component was damaged due to aging deterioration. The patient experienced incontinence due to leakage of the pressure fluid of the balloon. The patient had the artificial urinary sphincter replaced.